Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump alarmed no delivery while priming. The customer's blood glucose was 5.7 mmol/l. Troubleshooting was done. The customer changed the infusion set but still experienced resistance. Advised customer to assemble a new reservoir with the same infusion set, and the customer was subsequently able to push insulin through the tubing. The customer was able to perform a manual bolus as well. Explained to customer that there was an occlusion at the reservoir. Advised that replacement supplies would be sent. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.